Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-01621 / 01622). Device remains implanted.

Event description:
During a procedure, it was found the stem was cold-welded to the taper adapter. The surgeon had initially planned to removed the head and taper adapter; however, left all components implanted due to the cold-welding. This resulted in a 30 minute delay.